Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous superficial femoral artery (sfa). A supera was successfully implanted in the sfa. A 6.0 x 150 mm supera was then advanced to the lesion and deployment was performed; however, after approximately 50 mm, the ratchet would not engage the stent to deploy it. The physician tried to rotate the catheter several times and the ratchet still would not engage. The entire system was then removed from the anatomy. Another supera was successfully deployed to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) found the stent partially expanded from the stent sheath. The proximal outer member was found separated at the distal end of the strain relief tubing. The complaint handling database was reviewed and there were similar events found for this lot. Root cause analysis concluded that the issue may be due to manufacturing. The results of the investigation, concludes that the appropriate process controls are in place in manufacturing to detect this failure mode. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported difficulty to deploy was not tested due to the condition of the returned device. The investigation was unable to determine a conclusive cause for the reported failure to deploy; however, the separation appears to be related to the circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch, the returned device analysis revealed that the outer member was separated at the distal end of the strain relief tubing and the tip, including the inner member was separated. Follow-up with the account confirmed that the separation occurred during the procedure. The entire system was then removed from the anatomy as a single unit and nothing was left in the anatomy. No additional information was provided.